Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the subject device was not provding an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus 4k camera head due to a connection issue with the scope during procedure preparation. According to the initial reporter, there was no impact to the patient. Other details including the procedure type and how it was completed were requested, but no information was available. During the device evaluation, it was discovered that the subject device was not providing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to the initial report: device evaluation results were missed in h10. The customer's reported event was confirmed and an e224 communication error code displayed. Additionally, olympus repair center found the video connector discolored and dented, the focus ring was cracked, and the video adaptor was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, an e224 occurs during poor communication between the camera head and the processor. It is likely the image issue and communication failure occurred due to a faulty cable. The cause of the cable failure could not be determined. Regarding cable fractures, the contents of the instructions for use at the time of release of the product were checked. The following entries are provided. Thus, it is judged that the indicated phenomenon can be prevented. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.